Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to the mpu was confirmed via the submitted log file. However the damage to the cable was not confirmed. The log file spanned approximately 10 hours on (B)(6) 2020 (1:32 ¿ 11:57 per time stamp). On (B)(6) 2020 from 01:33 to 08:27, while connected to the mpu, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms present on the log file. The system controller was not returned for analysis. Additional information states that that a chip was found in one of the controller leads. The root cause of the reported alarm could not be conclusively determined through this analysis. However the damage may have contributed to the alarm. The heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook - 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic stating that he had been experiencing power disconnect alarms at night while connected to his mobile power unit (mpu). The patient states that it is usually from his white cable. Upon inspection the vad coordinator originally stated that no damage was noted. Technical services (ts) reviewed the log file, and observed an odd string of power cable disconnect alarms on 27nov2020. These alarms appeared to be happening on both the white and black power leads. There were no other unusual events seen within the log file. The vad coordinator reported that he found a chip in one of the controller leads for (B)(4), and was able to duplicate the issue. The patient's primary controller was switched to the backup controller ((B)(4)).